Event description:
It was reported that the hoop on an unknown sling on an unknown lift allegedly snapped, caused end user to fall, hitting the floor and sustaining a fractured left leg. User was taken to the hospital. End user allegedly threw the sling away, unable to verify if it was indeed an invacare sling. No other information is available